Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiographic / tace procedure the catheter fragmented into several pieces within the patient. The physician used a vascular snare device in an attempt to successfully externalize the foreign body fragments from within the patient's vessel; however, some foreign body fragments still remain within the patient's left lower limb. The patient's vessel remained patent at the time. The account alleges that the catheter hub information was different than what was shown on the outside label. The catheter hub read 6.5 5f 0.035, it should have read 6.5 5f 0.038.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.